Event description:
It was reported that the patient experienced the infusion set tubing was leaking at site event on 05 apr 2026. The infusion set had been in use for less than twenty four hours.

Manufacturer narrative:
Initial 2 of 3. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.